Event description:
It was reported that the 9900 system had an intermittent power supply failure and motion error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced and the movement calibrated during the service call. The sys was tested and found to be working as intended and put back into service.